Event description:
Complainant alleged that the device would not power up and a constant tone was heard. There was no indication from the complainant that the device was in use on a patient at the time of the reported malfunction.